Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. The device passed all testing according to manufacturing specifications. (B)(4).

Event description:
Covidien received information that, during patient use, the ventilator's screen went black. The patient was removed from the device and placed on an alternate ventilator. There was no harm to the patient reported.